Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the pin had fallen out of the instrument.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tibial trial handle alignment tower identified that the short pin has been fractured. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.